Manufacturer narrative:
Additional information was added to d10, h3, h4 and h6. H10: the actual sample was received for evaluation. Visual inspection was performed and did not identify any abnormalities that could have contributed to the reported condition. The reported problem was not verified. A functional testing was not performed for this complaint. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that platelets were leaking coming from a hole in the tubing of interlink system y-type blood/solution set. This was identified during patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.